Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) and hydromorphone (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient stated that she discontinued pump therapy because she felt over-medicated and didn¿t want to use the pump anymore. The date of the event wasn't provided. She stated that she was given oral medications to help with her pain and discontinued use of the pump therapy. No additional information was provided regarding this event. Follow-up is being conducted for the medication information (including concentrations and doses) at the time of the event, the cause of the event, troubleshooting performed, and actions/interventions taken regarding the patient's report of feeling over-medicated.